Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1931428 - MDR 3003442380-2024-18958. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6004241 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi). Guideline for test of reference samples buid-umd version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to version 41 & version 39 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004241 was manufactured according to the document version 108 on the packing process in the machine l1101, on 17/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 9.

Event description:
Reference number (B)(4). Event occurred in united states it was reported that patient faced nine infusion sets leaking from site events on 07-june-2024 and 19-june-2024. The infusion set was in use for 24-30 hours. Blood glucose levels reported during the event was 400 mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.